Event description:
It was reported that during an acf (anterior cervical fusion) procedure at levels c4-c6, the surgeon was implanting a 6-hole vectra-t plate, and was using a double barrel drillguide. On the hole for the last screw, the surgeon was unable to lock the screw into the plate. The surgeon tried 3 screws with no success. It seems as though the elgeloy locking clip in the last screw hole was bent, and would not engage the screw. The surgeon completed the procedure and kept the plate implanted using screws in 5 of the 6 screw holes to secure it. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. Placeholder.